Manufacturer narrative:
Examination of the returned sp2 tibial radel impactor confirmed the damage. The reported stem extractor and stem trial were returned and evaluated on a separate complaint. Visual examination found several gouges on the sides of the device as well as scratches and deformation on the flat surface of the instrument. The root cause is being attributed to misuse due to improper use of the device as stated in the event description. Based on misuse as the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial got stuck in the patient. The surgeon put the threaded stem extractor on the stem trial and tried banging out with the tibia fb impactor. The impactor and extractor broke.